Event description:
It was reported by a customer that on (B)(6) 2011 the failure was at the tip where the fiber poked through at 6,804 joules. Add'l info reported by the customer was during set up an aim test was performed and the beam was visible. During the procedure, it was observed that the aim beam fired straight out of the fiber end. There were no observations leading up to the event. There were no error messages that were displayed on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from use of the system.